Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) (B)(6) patient with (B)(6), on isolation, with very compromised lung function in critical condition in critical care unit in an isolation room. Doors to room closed (per isolation protocol). Pt became disconnected from the ventilator at connection site of pall breathing circuit filter and the pall flex tube. The nurse heard vent alarms (but possibly not for 90 seconds), and went in to care for pt. One to two minutes later, the pt coded and expired. Connections: endotracheal tube inside pt mouth connected to in-line suction, connected to pall flex tube, connected to pall breathing circuit filter, connected to "y" circuit, connected to ventilator tubings, connected to filters, connected to ventilator. None of these connections are locked or secured in any way by any sort of locking or clamping mechanism by design, allowing for potential for disconnections.